Event description:
It was reported that the 8800 system had an error at boot up and a generator error that required a reboot to clear. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. It was discovered that there was a stuck foot switch at boot up error. There was also an arching error during the service call. The system was tested and found to be working as intended and put back into service.